Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2023 a 20mm amplatzer septal occluder was chosen for implantation into a atrial septal defect (asd) utilizing an unknown delivery system. During deployment, a cobra shaped deformation occurred. Interaction with cardiac structures reportedly occurred. The device was removed and a replacement 20 mm amplatzer septal occluder (lot: 334214) was used to complete the procedure successfully. There were no reported patient effects or clinically significant delay. The patient remained hemodynamically stable throughout the procedure and was reported to be stable. There was no angulation or kink in the delivery system.

Manufacturer narrative:
An event of the device deforming in a cobra shape was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the occluder had interaction with cardiac structures during the deployment of the device which could have contributed to the reported event, however the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.